Event description:
Report received of an over-delivery. The customer contact indicated the event was the result of an operator error in programming. The pump was programmed on an unspecified date to deliver in the pca only mode, dilaudid 0.3mg/ml, instead of the intended 1mg/ml, with a pca dose of 0.3mg, a pt lockout of 10 minutes, and no 4-hour limit. At 1:00pm, the pca pump alarmed for an empty syringe. The nurse repported that the entire syringe containing 25mg of dilaudid (1mg/ml) was empty. It was reported that the medication had delivered over a 7-hour period which was sooner than expected. No adverse pt effects were reported and no medical interventions were required. The pump was removed from clinical service. Though requested, no additional info was available.